Manufacturer narrative:
Lab analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as surgical damage. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side exchange no complaint against the device. Healthcare professional confirmed. Healthcare professional later reported deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side exchange no complaint against the device. Healthcare professional confirmed. Healthcare professional later reported deflation. The device has been explanted.